Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No other clinical information or medical interventions were reported. In box b: describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, product UDI (rfb), product UDI are updated in this follow-up. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal are updated in this follow-up. In box h: (device) problem code grid, remedial action init (rfb), component code grid are updated in this follow-up.

Manufacturer narrative:
Device evaluation information was received on 09/15/2021, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was zero error code found. The manufacturer service center concludes that there was no visible foam degradation and unit passed final test. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.